Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. Analysis did find that the heart lead flex, battery flex, battery drawer, heart wire contacts, lead flex cover, heart block, battery release and lower cases were contaminated, the upper case was broken, the ring cover and two side bail covers were broken, the battery contacts were compressed, the liquid crystal display (lcd) was out of specification with segments missing, the keyboard pad was cosmetically damaged, and the ring and one side bail was missing.

Event description:
It was reported some of the led lights on the face of the unit were out and need to be replaced. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.